Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) "tripped" out and the display went black with no alarm. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The on/off switch which was replaced as a precautionary measure was returned to getinge's national repair center (nrc) for evaluation. However, due to the ongoing impact of the coronavirus disease (covid-19) outbreak; local, state, and national governments around the world have issued work and travel restrictions. The outbreak has impacted getinge¿s ability to process and perform part evaluations necessary to complete the complaint investigations. A supplemental report will be submitted if additional information is made available. Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to duplicate the customer reported issue. The fse reviewed the iabp log files and no fault codes were present. The fse replaced the on/off switch as a precautionary measure, then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) "trips" out and the display went black with no alarm. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) "tripped" out and the display went black with no alarm. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted.